Manufacturer narrative:
Date sent to the FDA: 05/29/2008.conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The customer reports the following possible products: lot: zgk313, mfg: 06/01/2007, exp: 01/31/2012, lot: zgz057, mfg: 06/01/2007, exp: 01/31/2012, lot: zem097, mfg:05/01/2007, exp: 01/31/2012, lot: zm6280, MFR: 11/01/2007, exp: 07/31/2012, lot : zbm563, mfg: 02/01/2007, exp: 01/31/2012. A review of the batch mfg records was conducted. This reveiw did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that the suture broke at an unspecified time following closure of a pfannenstiel incision during a c-section. The pt was returned to surgery for repair. The suture was described at re-operation as a clean break with both knots intact.